Manufacturer narrative:
It was reported that one trial femoral head 36 s/+0 is cracked. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that one trial femoral head 36 s/+0 is cracked. As this was noticed upon field inspection, there was not patient involvement.